Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 5 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 6 malfunction events, where it was reported the devices experienced an unintended cot drop or a fowler collapse. There were 3 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
The final device was evaluated and it was determined the device experienced a fowler drift, which is not reportable.

Event description:
This report summarizes 5 malfunction events, where it was reported the devices experienced an unintended cot drop. There were 3 events with patient involvement; no adverse consequences were reported.